Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarms. Blood glucose level at the time of the incident was 112 mg/dl. During troubleshooting, customer was able to complete the rewind process. Displacement test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.